Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis on the transmission showed that the patient's pacemaker exhibited far r wave oversensing, causing inappropriate auto mode switch (ams). There were no programming changes made and the patient will continue to be monitored. No patient consequences were reported.